Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be returned to manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information that a ventilator inoperative condition occurred. There was no harm or injury reported. A third-party service center received the device for evaluation, and the customers complaint was confirmed. The device's power supply and system board were replaced and refitted to address the issue.